Event description:
It was reported that the surgeon inserted a competitor's lens using a msi-pf injector and the trailing haptic was torn upon insertion. The patient's capsule was torn and vitreous was loss. The incision was enlarged to removed the lens and a vitrectomy was performed. Sutures were required to close the wound. This is one of two incidents with this patient. See MFR report# 2023826-2007-02195.

Manufacturer narrative:
Evaluation code: results: a lot order search was performed on both the injector and cartridge and there was one (1) similar complaints found.